Event description:
The customer called for help to turn on her meter alarm. While walking through the settings, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. She was able to reset the meter to mg/dl and no product will be returned.